Event description:
A malfunction was reported on the pump without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
A malfunction was reported on the pump without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump. The customer will use multiple daily injections (mdi) as a backup.